Manufacturer narrative:
An investigation into the high purge pressure issue has been completed. The impella rp was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were insufficient to determine the root cause. Additionally, neither the product nor data logs were returned for analysis. The cause of the high purge pressure was not determined since neither the product, nor the data logs were returned. Impella rp instructions for use for the related event are as follows: impella rp with smart assist system. Section: using the automated impella controller with the impella rp with smart assist system catheter as noted in the impella IFU ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smart assist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smart assist system catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device as additional bipella support for mechanical circulatory support. Upon insertion of the rp, the pump initially detected a purge pressure high alarm followed by a purge system blocked alarm. Appropriate trouble shooting steps were performed (i.e. Switching to a new purge cassette) however the problem persisted indicating the purge lumen of the rp was blocked. The physician insisted the pump be replaced since the patient was unstable. The replacement impella rp pump was successfully placed with the same cassette and had no issues.